Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: this device is not available for analysis; it was not returned to the manufacturer on (B)(4) 2012, as previously reported. This report is filed september 25, 2013.

Event description:
Per the clinic, the rechargeable batteries of the sound processor became hot, expanded, and subsequently ceased functioning. There are no allegations of patient injury in connection with this event.